Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the fiber tip was present and there were no breaks along the fiber body. However, analysis identified the glass cap was moving independently within the metal cap, indicative of glue failure. Therefore, the event is confirmed based on this finding. It is probable that the glue failure occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe charred debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact. Continuously elevated temperatures can lead to fiber tip damage, including glue failure. According to the instructions for use, the user should maintain a distance of approximately 2 mm between the fiber and the tissue. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the information available, the procedure was completed using another fiber without patient complications. There is no information that suggests that the identified glass cap and metal cap misalignment due to glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the as reported event of fiber tip break as analysis did not identify any breaks to the fiber tip. Device history record ((DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was moving independently within the metal cap indicating an epoxy failure. The metal cap exhibited severe debris adhesion on its surface and the glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 196,337 joules and 20:07 minutes of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 196,337 joules and 20:07 minutes of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.